Event description:
It was reported by the rep the device was used during an exploratory laparotomy, gastric resection, esophagojejunotomy, laparoscopic cholecystectomy. It was reported the or tech was reloading the tlc75 and when she pushed the cartridge into the device, six staples at the proximate end of the reload were pushed into her finger. This occurred on the 5th firing. They were removed from the finger. The same stapler was used for the rest of the case. Rep returning device and reload. It was reported by the tech the device fired without difficulty reloading the device prior. The tech told the rep she is up to date on all her shots and as a result of this event, is required by the hospital to get series of acquired immunodeficiency syndrome and hepatitis tests for 6 months.